Manufacturer narrative:
Based on the results of the investigation, it is likely that the burn on the distal end cover was as a result of a high-energy treatment device being used without ensuring a sufficient distance from the tip. However, the root cause could not be specified. The event is detectable and preventable by handling device in accordance with the following IFU: gif/cf/pcf-290 series operation manual [chapter 4 operation_4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the gastrointestinal videoscope's distal end cover was found to be burnt. There was no patient involved.